Event description:
Device report received from (B)(6) reported a surgeon reviewed a post-operative x-ray and noted the 3.5 mm. Reconstruction plate was broken. Pt was not revised.

Manufacturer narrative:
Event reported to synthes USA on (B)(6) 2012, synthes first awareness date was (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as device was not explanted and therefore, not returned, and part number and lot number were not provided. Add'l info was requested two times and has not been received.